Event description:
The ventilator was alarming and indicated technical error 55. The ventilator did not stop working but the ventilator was rapidly switched with another ventilator. Ventilator taken to biomed. No harm to the patient.